Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted inflated with returned syringe and 10 mbs. Balloon concentricity ok, rested with no leaks. The returned syringe was connected and the balloon deflated passively in 39 seconds with no issues or cuffing. The inflation lumen was visually inspected and no foreign material was noted. Also received 3 photo samples. First photo sample shows inflation cap. Second photo sample shows top view of top view of syringe used and catheter. Third photo sample shows end of catheter with deflated balloon. Based on the physical sample received the reported event is unconfirmed. No actions can be taken at this time since a root cause was not identified. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was having difficulty in draining as the inflation eye was blocked by foreign object. After surgery, tried to remove the catheter, but were unable to drain 10 ml of distilled water. The catheter was removed by applying lubricant. The inflation eye of the catheter was removed to observe, and found a foreign object attached to the eye, and when it was pumped it was drawn into the inflation lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was having difficulty in draining as the inflation eye was blocked by foreign object. After surgery, tried to remove the catheter, but were unable to drain 10 ml of distilled water. The catheter was removed by applying lubricant. The inflation eye of the catheter was removed to observe, and found a foreign object attached to the eye, and when it was pumped it was drawn into the inflation lumen.